Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and it was observed that the mobile view station (mvs) loses power intermittently when rolling over bumps in the floor. They tightened all the mvs computer connections and verified that it would not lose power while transporting the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that during transportation of the mobile view station (mvs) the monitor powers off. Troubleshooting the image acquisition system (ias) and the rest of the mvs and it remained powered on, it was only the mvs monitor that was powering off. To power the monitor back on, they fully shut down the restarted the mvs. No patient was present at the time of the event.